Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of mitral stenosis, renal failure and death, as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the mitral stenosis appears to be a result of patient/procedural conditions and the renal failure and death were likely cascading effects of the mitral stenosis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitral stenosis possibly resulting in renal failure and death. It was reported that the mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4+. After the third clip was implanted, the mr was reduced to 3+; however, the mean pressure gradient (mpg) was noted to be 6mmhg; therefore, no further clips were implanted. After the patient was extubated, the mpg was noted to be 12mmhg, causing mitral stenosis. On (B)(6) 2017, the patient died due to renal failure. The implanted clips were secure on the leaflets. In the physicians opinion, the mitral stenosis may have contributed to the renal failure, which resulted in the death. No additional information was provided.